Manufacturer narrative:
A steris service technician arrived on-site following the reported event to inspect the unit and found that an external camera was connected to the rack through a video conditioner. This resulted in an extended display identification data connection issue between the camera and the video conditioner, subsequently causing the reported event. To resolve the issue, the technician installed an extended display identification data emulator between the camera and the video conditioner. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, the monitor to their hexavue custom room rack turned off. The procedure was completed successfully following a short delay. No report of injury.